Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash on her back. The patient's physician recommended using cortisone cream on the rash. Follow-up indicated that the patient applied cortisone cream to the rash and the rash was improving.